Event description:
Dealer advised left rear arm socket is welded on off center causing arm rest not to attach out of box from order (B)(4). Dealer advised no damage to the box. Spoke with tech. Dealer could not provide any further information, (B)(4).